Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was not as bright as the customer expected. Cause was not known. There was no reported impact to blood glucose.